Manufacturer narrative:
This report is being filed on an international product list 08k25-25, that has a similar us product distributed in the us, list 08k25-27. All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated architect intact pth on 3 patients that repeated lower with other methods. Patient 1 ((B)(6) 2019) was architect intact pth of 63.2 (normal range 15 to 68.30, no unit of measure provided) but electrochemiluminescence method of 33 (15 to 65 normal range, no unit of measure provided). Patient 2 ((B)(6) 2019) was architect intact pth of 62.8 (normal range 15 to 68.30, no unit of measure provided) but electrochemiluminescence method of 34 (15 to 65 normal range, no unit of measure provided). Patient 3 ((B)(6) 2019) was architect intact pth of 156 (normal range 15 to 90, no unit of measure provided) but electrochemiluminescence method of 33 (15 to 65 normal range, no unit of measure provided). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.